Event description:
As reported, during a transurethral urolithotomy in the renal pelvis, an ngage nitinol stone extractor was inserted through the scope and when the stone was grasped, the basket tip was discovered broken. The device was tested prior to use in an uncoiled position and functioned properly. A laser was not used. The patients anatomy did not keep the basket from opening or closing. Another device of the same type was used to complete the procedure without any problems. The device was returned and inspection of the returned device found that the basket wires detached from the basket sheath. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
E1: postal code: (B)(6). G4: PMA/510(k) number = exempt. H3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 (annex a, annex g). Additional information: d4 - model #. Investigation ¿ evaluation: it was reported that an ngage nitinol stone extractor broke. The device was required for a transurethral urolithotomy procedure in the renal pelvis with anesthesia. The product was tested prior to use in an uncoiled position and functioned properly. Then the device was inserted through the scope, and and a kidney stone was identified. However, when the stone was grasped, the basket tip broke. Another device of the same type was used to complete the procedure without any problems. It was noted that the patient¿s anatomy did not keep the basket from opening or closing, and a laser was not used during the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), quality control, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection, of the returned device, were conducted during the investigation. One used was stone extractor was returned to cook for evaluation. Upon visual inspection and functional test, it was noted the basket would not open due to separation of the basket from the basket sheath. The basket had broken wires coming from the distal end of the sheath. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search identified one other event associated with the reported device lot for a related failure mode. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device does not contain information relevant to the reported event. Based upon the available information, inspection of the returned device, and results of the investigation, a definitive root cause was unable to be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the risk assessment, no further action is required. Appropriate measures have been initiated to address this failure mode. A scar is in progress to further investigate this failure mode with this device. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.